Event description:
A physician/surgeon reported a bowel burn with the pk needle on a patient who had endometriosis. The bowel burn resulted ina colostomy. This occurred in may 2003. No complaint was filed at that time and the device used was not saved.